Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer informed that a ¿reselect application¿ message had appeared and x-ray exposure was not possible. The customer also stated that during the start-up check, they noticed that lateral fluoroscopy could not be exposed, and later frontal fluoroscopy also became unavailable. The rse guided the customer to perform warm and cold restarts, but the issue persists. The rse continued the troubleshooting and while checking the led status inside the m-cabinet (host pc, frontal and lateral ip pcs), it was observed that only the lateral ip pc¿s hdd led was off, and even when powered on, the led responded only briefly and requested onsite support. The philips field service engineer (fse) checked the system onsite and found a contact failure in the power supply to the lateral flat-panel control unit, which prevented power from reaching the lateral flat panel. To resolve the issue fse corrected the power contact issue. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. Upon rebooting, the system was unable to boot and stalling at 00.00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.